Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's site infection. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16; living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod); contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported she went to an urgent care and diagnosed with a staph infection. She experienced irritation that was dark red and painful at the pod site. The doctor also drained pus from the infection and prescribed antibiotics. The pod was worn longer than 48 hours.